Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on late january. The procedure was performed with local anesthesia. Later, around three weeks later, the patient started radiation treatment, at the same time the patient started with urinary problems, a foley catheter was implanted, this event developed into pain in the pelvis and with urination. The radiation treatment finished on at the end of march. The patient's pain was worse and was spreading to his abdomen, therefore, the patient had a computed tomography (CT) scan that showed a fluid collection where the hydrogel was supposed to be, around 5cm around. Due to this event, the patient was prescribed with antibiotics for two weeks. The physician kept his watch on this patient and will considerer to drain the fluid. The patient current condition is unknown at the time of this report.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf patient code e172001 captures the reportable event of abscess. Imdrf patient code e1309 captures the reportable event of urinary retention. Imdrf patient code e2330 captures the reportable event of pain.